Manufacturer narrative:
Additional information (21-sep-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the instrument data logs. Quality control (qc) was within customer acceptance ranges at the time of the event indicating that the dimension exl with lm instrument and integrated multisensor technology system were performing acceptably. Reprocessing of the same sample yielded expected sodium (na) results. A potential product problem has not been identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR was filed 14-sep-2022.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed sodium (na) patient sample result obtained on a dimension exl with lm system. Siemens is investigating the event.

Event description:
A discordant falsely depressed sodium (na) patient sample result was obtained on a dimension exl with lm system. The result was reported to the physician(s). The same patient sample was reprocessed on the next day on the same system. A higher result was obtained. A corrected report was issued. The patient was admitted based upon the low sodium result. There were no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium result or the hospital admission.